Event description:
It was reported that the metal part, where the nail is attached, is not fixed to the carbon fiber part of the adaptor. Therefore, movement in the nail has been experienced during several surgeries.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.